Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly, unexpected battery out limit alarm or low battery alert noted. No unexpected resetting time/date after changing the battery noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an off no power alarm. This was the second occurrence of the off no power alert in less than 24 hours after a low battery warning. The battery cap was not loose, cracked, or damaged. The customer would use new batteries but within a day the insulin pump would show that it is out of battery and shut the insulin pump off. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.